Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and crease flat. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening, opening striated in the anterior and posterior, opening sharp in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A striated edge opening on posterior side due to surgical damage. A striated edge opening on anterior side due to surgical damage. Non-penetrating nick striated. A sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. Patient reported implant "looks smaller". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "looks smaller". The device has been explanted.